Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "implant appeared smaller," "ruptured" saline implant (deflation).

Event description:
Healthcare professional reported left side "implant appeared smaller to patient". Additionally, physical exam notes "ruptured" saline implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as surgical damage.

Event description:
Healthcare professional reported "implant appeared smaller to patient". This record is for the left side. The device was later explanted.